Event description:
It was reported that patient presented with a systemic infection. The entire system was explanted including the patient's cardiac defibrillator, right atrial lead, right ventricular lead, and left ventricular lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.